Event description:
The customer reported that the ortho provue analyzer misread negative results of two samples in the anti-a microtube of the mts abd monoclonal grouping cards as positive (1+). The customer visually inspected the gel cards and noted the reaction was clearly negative. No haze was noted in the microtubes. The customer did not have history on either patients. The customer observed the issue by visual inspection of the gel cards. No erroneous results were released. The customer indicated that the results were only reported within their facility. A false positive result may lead to misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
The fe inspected the gel cards images, performed adjustments to the reader camera and created a new reference image. Qc passed. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. The fe collected all log files and results for the past six months for further investigation. Any false positive results noted during the retrospective review by ocd second level support will be reported separately. (B)(4).